Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 12-28 mm x 3.0-3.5 mm, eccentric, de novo, with a <=45 degree bend target lesion was located in the mildly tortuous and mildly calcified proximal, mid and distal left circumflex (lcx) artery. Pre-dilation was performed with the use of 3.0 x 12 and 3.5 x 12 emerge balloon catheters. A 3.50 x 12 mm synergy¿ was advanced but device was unable to cross the lesion. When the device was removed, it was noticed that the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.